Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose levels and the insulin pump was alarming no delivery. The reported blood glucose reading was 145 mg/dl. Troubleshooting was performed. No infusion set problems were observed. It was possible that the issue was caused by an issue with site absorption. The customer's diabetes nurse stated that the insulin pump is delivering too slowly, resulting in the no delivery alarms. Nothing further was reported.